Manufacturer narrative:
An investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported, when physician went to insert the bypass tube in to the sheath it was difficult. She tried a few times and then it partially entered and she proceeded with the case. She had a disruption in flow after the deployment was complete. Additional information received states various catheter and wire exchanges and sheath to get up and over. Used a wire and an 8mm x 5cm stent. Then inflated with a 8mm x 40mm balloon inflation. All good with post angio and case was completed.

Manufacturer narrative:
The device was not returned for investigation. No product return evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. The patients' demographics indicated a bmi of 47.5; and activated clotting time (act) prior to closure was 308, heparin was administered, no protamine. A lower femoral head positioned access was gained utilizing ultrasound and micropuncture. Vasculature was 8.5mm, with mild medial upper femoral head positioned calcification, medial wall calcification, no tortuosity, and a depth deployment measurement of 7cm + 1cm. No issues were encountered advancing or withdrawing procedural sheaths. During deployment, the physician encountered difficulty while attempting to advance the bypass tube through the hemostatic valve of the manta sheath. After a few attempts, the physician pulled the manta sheath out too far then reinserted the sheath to the desired depth. The physician was able to partially advance the bypass tube through the hemostatic valve, continuing with the case, and achieving hemostasis. Following closure, a disruption in flow was noted. Various contralateral catheters and wire exchanges were deployed to apply balloon inflation. Following inflation, the physician chose to place a stent; and a post angiogram indicated good flow returned. Due to no angiograms submitted for investigative purposes, the source of the vessel stenosis is inconclusive. The IFU warns do not use manta in patients with marked obesity (bmi >40 kg/m2); and procedure requirements indicate act should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.